Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and the battery gauge was fluctuating. Customer¿s blood glucose level was 128 mg/dl. The customer left pump on charger for 30 minutes charged the pump successfully.